Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient underwent surgical intervention where the ipg was moved to a new location. In addition, the patient is healing fine and the reported issue has now resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported, the patient is experiencing pain at the ipg site. The patient also reported, the site has been painful since implant. Subsequently, the patient may undergo surgical intervention as the next course of action.

Event description:
Additional follow-up revealed the patient continues to have pain at the old ipg site. However, the pain at the new ipg site is resolved. No further interventions are planned at this time.